Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the trial patient developed an infection at the insertion site. Symptoms were pus like drainage from the insertion site where the leads went in and whether extending the patient's back. It was noted that the patient's dressing was pulled back and it was exposed to elements. The patient was prescribed antibiotics. The patient's leads were pulled.

Manufacturer narrative:
Sc-2218-50e (sn (B)(4)) device evaluation indicated that visual inspection of the leads found no anomalies. Review of the sterilization records did not find any anomalies or deviations that potentially relate to the reported event. 90828871-01 (lot # 19194853) device evaluation indicated visual inspection of the or cable found no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the trial patient developed an infection at the insertion site. Symptoms were pus like drainage from the insertion site where the leads went in and whether extending the patient's back. It was noted that the patient's dressing was pulled back and it was exposed to elements. The patient was prescribed antibiotics. The patient's leads were pulled.